Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure. Upon return to the manufacturer the foot was also found to be bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to be overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure. Upon return to the manufacturer the foot was also found to be bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.